Event description:
It was reported that fluid leaked from around the bd nexiva¿ diffusics¿ closed IV catheter system IV site when inserted into the patient. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "staff member inserting IV and noted leaking from site. Removed IV catheter and noted that fluid was leaking from around the catheter. Staff denies withdrawing needle through catheter and does not recall any issues with the IV catheter prior to insertion."

Manufacturer narrative:
H.6. Investigation: two photos were provided for investigation. Through inspection of the photos leakage of the set could not be confirmed. As no physical sample or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. See h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of leakage was received from the customer. Two photos were provided for investigation. Through inspection of the photos leakage of the set could not be confirmed. As no physical sample or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that fluid leaked from around the bd nexiva¿ diffusics¿ closed IV catheter system IV site when inserted into the patient. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "staff member inserting IV and noted leaking from site. Removed IV catheter and noted that fluid was leaking from around the catheter. Staff denies withdrawing needle through catheter and does not recall any issues with the IV catheter prior to insertion."